Manufacturer narrative:
Related regulatory reference report # 2916596-2023-05420. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinic was unable to receive data from the patient to the heartmate touch system. There were two different touch systems used to troubleshoot, as well as a system monitor, with no success. The system monitor screen read "not receiving data". There was one low voltage alarm from (B)(6)2023. The system controller and the modular cable were exchanged, and the event resolved.

Event description:
Related manufacturer reference number: 2916596-2023-05420 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number: 7157727) was returned for analysis following the reported event of the heartmate touch system and system monitor not receiving data from the controller. The modular cable was functionally tested and passed without issue. The mod cable was connected to a mock circulatory loop and the system was able to operate as intended for an extended period of time. Per the provided information, exchanging the system controller and modular cable resolved the data issue. The reported communication issue has been addressed via the returned system controller investigation. The reported event could not be correlated to an issue with the modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.